Event description:
It was reported that the lesion was in the left anterior decending artery (lad) with moderate calcification and no tortuosity. During the kissing balloon technique with two nc trek balloons, (1 balloon in the lad and 1 balloon in a side branch in a 6 french sheath) resistance was noted during retraction of both the balloons. Both balloons appeared to have become stretched. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc trek 3.5 x 15 mm. Guide wire: bmw universal ii. Rhv: abbott vascular. The nc trek 3.5 x 15 mm are being filed under separate medwatch reports. The customer reported the device was discarded. The lot number was not reported. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, the balloon not being fully deflated prior to removing the device, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. As there was no report of any damage observed to the catheter prior to use, this may suggest that a product deficiency did not contribute to the reported complaint. Reportedly, difficulty was experienced while removing both balloons with the guiding catheter after kissing balloon technique was performed. Since there were multiple devices within the guiding catheter, this may have contributed to the reported difficulty removing the devices. Additionally, with larger diameter high pressure balloons, the balloon profile is often increased after pressurization. In this case, it is possible that if an attempt was made to remove both devices at the same time, this may have been the cause of the resistance with the 6f guiding catheter and reported balloon damage (stretching), although this cannot be confirmed. Based on the information provided and without the devices to examine, a definitive cause for the reported complaint cannot be determined. Based on the information provided and without the devices to examine, a definitive cause for the reported complaint cannot be determined. However, based on the investigation, there is no evidence to suggest a potential product deficiency. The lot history record (lhr) for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported.